Event description:
Second degree burn [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. This is a report received from (B)(6). A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare heatwrap), via topical from an unspecified date to an unspecified date at an unspecified ose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn second degree (important medical event) on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown.

Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Medical review completed ((B)(4) 2012): medical review completed. This is a health authority case from (B)(6). Case is medically confirmed. The reported event is considered serious and associated with the device use. This case is medically assessed as serious and reportable.